Event description:
It was reported that the patient presented to the physician with having difficulties inflating the device with an inflatable penile prosthesis (ipp). The physician completed an MRI and observed the reservoir had full fluid loss and was empty. The ipp remains implanted and active.